Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the carelink connect triangle with exclamation point . Customer stated that the force closing app did not resolve the issue. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for the analysis.